Manufacturer narrative:
The product was returned from the consumer and evaluated by our engineers. The product functioned in accordance to its design specifications. No defect was found. By the consumers statement,the consumer laid on top of the heated pad under a blanket. Under these circumstances temperatures can increase. To this point, we advise consumers not to sit or lay on top of the heating pad, but to drape it over the area to be treated. We also advise to check heating pad location regularly to prevent burns. It can therefore be concluded that misuse of the product caused the burn.

Event description:
A consumer called alleging that her mother in law received a 3rd degree burn from using the product and that she received medical attention. The consumer used the product while sleeping and laying under covers. A blister was noticed on her left hip when she woke up the following morning. The product was used on a medium/high temperature with an extension cord.